Manufacturer narrative:
Though requested, the product has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s eye approximately 9.5 years after implant as a result of iol mechanical complication. The lens was replaced with an iol of a different model and diopter. The mechanical complication experienced was not provided. Though requested, no additional information has been provided.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found that only the optic was returned. Both plates had been torn off and were missing. The optic was cut or torn to the center and a wedge shaped piece of the optic was missing. .the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history record (DHR) review, did not find any non-conformities or anomalies related to this event. Based on the available information, the root cause of this event could not be determined.